Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized three time in the last week. The current blood glucose reading is 128 mg/dl. Customer stated that he had to be revived due to low blood glucose. Experiencing low blood glucose for two weeks. The drive support cap is protruded. Customer stated that the insulin pump has been dropped. The blood glucose reading at the time of the event was 20 range. Customer stated that the insulin pump had given him too much insulin. Customer fell to the floor and bruised his eye. The paramedics had taken customer to hospital. The second incident involved low blood glucose. In the 20 range. Customer was not taken to the hospital. The paramedics treated at the scene. Customer stated that the insulin pump gave him too much insulin. The paramedics treated with IV glucose. Nothing further reported.